Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 days. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2016 due to a hemorrhagic stroke. The patient had a decreased level of consciousness and a high partial thromboplastin time (ptt). The customer reported that the patient did not have a pre-existing history of stroke, nor were there any complications during implant that may have contributed to the cerebral vascular accident. No additional information was provided.